Event description:
The reporter indicated experiencing communication problems during routine diagnostics. Troubleshooting isolated the communication problems to the programming wand. The MFR has received the programming wand for product analysis and awaiting results.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.